Event description:
In addition it was reported that this patient initially had morphine in the pump. However, the patient was changed to fentanyl for better pain management. However, it was reported that nothing appeared to control the pain related to the nerve damage.

Manufacturer narrative:
Product ID, 8596sc lot# serial# (B)(4), product type catheter product ID, 8709sc lot# n175628003, implanted: 2008 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that while this pump was implanted on the patient's side underneath the patient's rib, it caused discomfort and throbbing pain. The patient used numbing patches with little relief. Ultimately the pump was removed. However, the patient's side never stopped hurting. The patient reported that nerve damage had occurred. This damage resulted in pain, aching, and "needles stabbing." It was not known what medication this device system had delivered. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that due to the throbbing pain the patient¿s pump, which reportedly had been initially implanted ¿way up underneath my ribs on my left side¿ was removed and relocated in (B)(6) 2012. Since this revision the pain was worse instead of better. She also reported that the pump did not help with her pain. The patient had a history of a fractured rib opposite the side to where the pump had been implanted and the pump did not relieve that pain either. The patient reported that she had 80% relief related to muscle spasms. The patient had been referred to other neurosurgeons and had an electromyography (emg) done which was when the nerve damage was discovered and she was further referred to a neurologist.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).